Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode. Upon further review, it was observed that the subcutaneous echocardiogram (s-ECG) shows oversensing due to t-wave double detection. It was also discussed that it appears to be a poor r-wave:t- wave ratio when compared to the presenting s-ECG. Further advice was provided to the clinic. Additional information was provided. The s-ICD device delivered an inappropriate shock due to t-wave oversensing. The treated rhythm appears to be a sinus tachycardia with a slight widening of the qrs morphology and t-wave oversensing was observed. Further review was recommended. The s-ICD device remains in service. No additional adverse patient effects were reported.